Event description:
It was reported that prior to the pta treatment procedure, the ultra-thin sds balloon dilatation catheter packaging was found to be partially opened. Product sterility was suspected to have been compromised. No damage to the outer packaging was observed. The device was not used in the procedure.